Event description:
While hanging new tpn (total parenteral nutrition), filter connected to tubing and primed per protocol. Filter would not prime past the disc portion. New filter obtained and switched onto sigma tubing and tpn primed through with ease. Package and filter saved and given to safety nurse. Manufacturer response for tpn filter, (brand not provided) (per site reporter). Provided an RMA mailer for the sample to be returned.